Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that inappropriate auto-mode switch (ams) due to intermittent atrial lead noise was observed. No programming changes were recommended, so the lead performance will continue to be monitored. The patient was stable.